Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. This system remains in service. No adverse patient effects were reported.